Event description:
Information was received from the surgeon that non-resorbable sutures were used during the implant of the generator indicating that was not this cause of the migration.

Manufacturer narrative:
Device evaluation is not necessary because the migration and subsequent discomfort have been determined as not related to vns therapy but rather the physical presence of the device.

Event description:
It was reported that when the patient was seen in the physician's office a high impedance message was observed. This has been reported in mfg report # 1644487-2017-03741. It was also stated that the generator had migrated to under the patient's arm which was causing discomfort. The patient was referred for replacement due to all of these events. The generator and lead were replaced and discarded of. No additional relevant information has been received to date.